Event description:
Philips received a complaint on the xl device indicating that it turns of if disconnected from mains. (Power outlet). The rse evaluated the device remotely. It was determined that the battery is defective however the manufacturer is unable to repair the faulty defibrillator. According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31- december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end-of-life (eol) terms and the device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was malfunction of the battery. The reported problem was confirmed. The customer was made aware of the eol of this device model. It has been concluded that no further action is required at this time.